Event description:
It was reported that the patient had expired. There is no known allegation from a health professional that suggests the death was related to the device. The primary cause of death was due to atherosclerosis cardiovascular disease. No further information is available at this time.

Manufacturer narrative:
The device was tested at the bench and no anomalies were found. A longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity.